Manufacturer narrative:
Device component code 515 relates to the device problem code 1069 for the reported event of stent broke. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal stent was used in the esophagus during esophagogastroduodenoscopy with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying the stent when the outer sheath cracked. The stent separated from the catheter, came out of the cracked sheath, and broke in two pieces. The broken stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event.